Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding is related to activ.a.c.¿ therapy system.

Event description:
On 07 jun 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 31 jul 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding is related to activ.a.c.¿ therapy system. The patient's regular home health nurse stated the patient reported "bumping" his wound prior to his wound care visit, and the nurse stated she does not believe v.a.c.® therapy caused the bleeding but it may have contributed to the bleeding event. The patient continued to receive activ.a.c.¿ therapy. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On jun 28 2017, the following information was reported to kci by home health nurse: the patient allegedly experienced bleeding with v.a.c.® therapy. On jun 28 2017, the following information was reported to kci by home health nurse: the patient was "seen last week at the wound care center and upon arrival, bright red blood was observed in the canister." The physician at the wound care center placed v.a.c.® therapy on hold and cauterized the wound at the wound care center. On (B)(6) 2017, the following information was reported to kci by another home health nurse: the nurse clarified that the patient experienced the bleeding on (B)(6) 2017, and underwent cauterization the same day. The nurse confirmed a blood transfusion was not required. The nurse observed the wound today, (B)(6) 2017, and the patient is reportedly "fine." The nurse alleged v.a.c.® therapy device caused the bleeding, and stated v.a.c.® therapy is planned to be re-applied. On jul 17 2017, the following information was reported to kci by home health nurse: the patient reported "bumping" his wound prior to his wound care visit. The nurse stated she does not believe v.a.c.® therapy caused the bleeding but it may have contributed to the bleeding event. V.a.c.® therapy has been re-applied, and the nurse stated the wound his healing "wonderfully." A device evaluation of the activ.a.c.® therapy unit is currently pending completion.